Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead perforated the heart wall. This resulted in pericardial effusion leading to pericardiocentisis. No additional adverse patient effects were reported.